Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three opened retracted units and their original packaging. Upon inspection of the received units, no signs of damage to the catheters was observed. A leak test was performed and no leakage was observed. There was no physical/mechanical evidence to confirm and support the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that insyte autoguard yel 24ga x .75in needle went through the catheter. The following information was provided by the initial reporter: material no.: 381412; batch no.: 0336867. It was reported that the needle lodged inside the catheter. When rn went to insert the needle the needle lodged into the catheter. Patient was not harmed. Catheter was taken out and a new one was inserted. A safety net was reported under #68572. Rn's contact information below. Send return label to [customer] for sample return.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in needle went through the catheter. The following information was provided by the initial reporter: material no.: 381412, batch no.: 0336867. It was reported that the needle lodged inside the catheter. When rn went to insert the needle the needle lodged into the catheter. Patient was not harmed. Catheter was taken out and a new one was inserted. A safety net was reported under #(B)(4). Rn's contact information below. Send return label to [customer] for sample return.